Event description:
During the process of drawing botox for injections, the needle being used was defective, had what the physician described as a bur and was catching on the patient's skin as it was being inserted.